Manufacturer narrative:
Concomitant: product ID 3487a-33, lot# j0211733v, implanted: 2002-(B)(6), product type lead. Product ID 3487a-33, lot# j0211733v, implanted: 2002-(B)(6), product type lead. Product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 7495lz25, serial# (B)(4), implanted: 2002-(B)(6), product type extension. (B)(4)

Event description:
The consumer reported there was shocking. The patient stated it was long ago and he stopped using the implantable neurostimulator (ins) 11 years ago. The patient was experiencing pain in the neck and numbness in hands. The patient had upper neck pain and numbness in the left hand. The patient stated the ins didn't help with pain. He was shocked on the whole left side of his body when the ins was on. He stated he went in and they revised a lead because there was a short. The patient stated he was on the ground and couldn't reach his patient programmer (pp) when the shocking was occurring. He was afraid to use his ins afterwards. The patient did not intend to follow up with any health care professional (hcp). Medical history includes peripheral neuropathy. Additional information reported the device manufacturer's representative (rep) was not familiar with the patient or what had been reported. If additional information is reported, a supplemental report will be submitted.